Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was able to pass all standard patient side cart (psc) fixture test platform (pftp) tests. Visual inspection did not find any factors that could have contributed to the reported event. Fa identifies the insertion brake assembly and axes controller spar (acs) printed circuit assembly (pca) to be potential root causes of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia etep  surgical procedure, the arm 4 was erroring. Customer stated that they have already hard power cycled the system with the breaker, and they elected to disable the arm to continue setting up for the procedure with 3 arms. The procedure was completing as planned with no reported injury.